Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue.

Manufacturer narrative:
An inoperable implant due to not charging the device was reported to abbott, but could not be confirmed. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.